Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a pate had fractured during a surgical procedure while the surgeon was attempting to bend the plate. There were no surgical delays, medical intervention, or adverse consequences reported for this event.